Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath (dsf), treo device (terumo, proximal 28 mm, distal 14 mm, length 100 mm). During the treatment, attempt was made to insert a 18 fr dsf from the left femoral artery, however it was not able to be advanced due to high calcification of the access vessel. A 14 fr dsf was inserted from the right femoral artery. The treo was deployed but could not be implanted perpendicular to the vessel. A proximal type I endoleak from the treo was observed. For treatment, an endurant (aorta extension, 28 mm) was implanted. The proximal type I endoleak was reduced but remained. Ischemia of the right leg was confirmed and dissection was observed. The vessel was dissected and anastomosis was attempted. During the dissection anastomosis, a thrombus was found in the surrounding area, therefore a thrombectomy was also performed. The patient tolerated the procedure. On (B)(6) 2024, ischemia (detail unknown) was observed. A bare stent was implanted from the distal leg of the treo to the femoral artery. The patient was stable with no ischemia. On (B)(6) 2024, the patient passed away of intestinal rupture due to ischemic enteritis. Comments from the medical institution were as follows: the patient had calcification of the access vessel and a tortuosity at the site of implantation, therefore, we were aware of the risk before the procedure. It was thought that a blood clot flew into the sma (superior mesenteric artery) due to rubbing of the vessel when the device was being inserted or removed.

Manufacturer narrative:
H3: code "other" was selected as the medical devices not available for return. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: embolization (micro or macro) with transient or permanent ischemia, death. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.